Event description:
When the reporter rec'd an er1 message, she cleaned the meter thoroughly and later retested with a high result. She did not seek medical treatment/advice from a health care professional, but keeps in contact with her doctor on a regular basis.